Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.due to character restrictions in block e1 telephone number : (B)(6).

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) there is no blood pressure signal when using the fiber optic balloon, indicating that the fiber optic sensor is wrong.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions), h10 additional fields: e1(event site state: 150) a getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) there is no blood pressure signal when using the fiber optic balloon, indicating that the fiber optic sensor is wrong. There was no patient harm reported.